Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke approximately five seconds after energy was applied. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, broken and detached. Also, it was found that the wire anchor was dislodged, additionally the working length was torn at distal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was broken and detached. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue, leading to detach it and break it. Additionally, the working length torn at the distal pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it and displace the cutting wire anchor from its position and eventually detach it as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure performed on (B)(6) 2024. During the procedure, the cutting wire broke approximately five seconds after energy was applied. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.